Event description:
A system operator scraped her hand while cleaning the reagent probe when performing weekly maintenance on the advia centaur xp. The system operator was treated by the physician in the ER. Blood was drawn for the hepatitis panel and hiv testing.

Manufacturer narrative:
The system operator was wearing gloves when the incident occurred. This event is being reported because the injury occurred in a potentially biohazardous environment. The instrument is performing within specifications. No further evaluation of the device is required.